Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl and meniscus repair procedure, the jaw on the knee scorpion, ar-12990, broke off. The jaw was removed with no issue and the case was completed by using inside out technique with a needle. Additional information provided 5/19/2020. No need for additional incision. Rep used king fisher to take out the jaw.

Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Confirmed the knee scorpion heat treat reading during device history review to be within hardness specification. Knew scorpion moving jaw was returned along with complaint device. Unrelated, laser markings on the handle and the tip became rusted and discolored.